Event description:
It was reported that this inflatable penile prosthesis was removed as the device was not working due to a fracture in the tubing from the pump to one of the cylinders. A new inflatable penile prosthesis was implanted. No patient complications were reported.